Event description:
It was reported that at follow-up, an alert was received. Charging was aborted due to possible output circuit damage. Low impedance was observed. Insulation abrasion is suspected. System was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions.